Manufacturer narrative:
Additional, corrected and/or changed data: a.5, b.5, d.6a, d.6b, h.6.

Event description:
Patient reported "pain, hardened, swelling and seroma". This record is for the left side. Device was explanted.

Event description:
Patient reported left side pain, hardened, swelling and seroma. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "pain, hardened, swelling and seroma". This record is for the left side. Device remains implanted.